Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The unit was returned to a covidien service center with a damaged power cable. Upon triage, a service tech found that there is a burn hole in the power cord and an additional tear in the outside protective sheath.